Event description:
Device 1 of 2 . Reference MFR. Report#: 1627487-2016-00580. Follow-up revealed the patient's leads were explanted and replaced (with a single lead/different model). Surgical intervention resolved the patient's issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report#: 1627487-2016-00580. It was reported the patient has been receiving inadequate coverage/therapy. Reprogramming attempts to provide resolution have been unsuccessful. X-rays revealed both of the patient's leads have migrated. An impedance check revealed lowimpedance. As a result, the patient may undergo surgical intervention.